Event description:
It was reported that the patient received multiple (23) shocks due to apparent noise on lead. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received multiple (23) shocks due to apparent noise on lead. The lead was replaced. No patient complications have been reported as a result of this event. The report further reported that the inappropriate shocks were due to lead fracture. Lead crush was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; distal segment analyzed.